Event description:
The hospital reported that the sterilization but prior to an endoscopic vein harvesting procedure, it was identified that there was condensation inside the scope which caused the image to be fogged up. Even after staff set the scope aside at ambient room temperature, the scope never cleared up. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the product on 10/30/2008. The initial visual inspection showed that there were scratches on the tube shaft and the optic was compromised. The scope was shipped to scholly fiberoptics on 11/03/2008 for further investigation. A supplemental report will be submitted when the investigation results are received from scholly fiberoptics.